Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that during the initial testing of the device, it would lose power during the device programming. The device was also losing power after one successful attempt of delivering defibrillation energy. During this power failure, the battery was reported to have full power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.